Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for explant of the implantable cardioverter defibrillator due to possible premature battery depletion. Further information was requested but not received.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Longevity analysis found the battery depletion to be normal. The device was analyzed in the lab and telemetry, impedance, sensing, pacing, and high voltage (hv) output functions were tested and found to be normal.